Event description:
The pt reported out of range normal control solution test results with test strips, lot 16206a. Some time within the last week, the pt opened the first bottle of test strips from the box and obtained a normal control solution test result of 156 mg/dl versus a normal control solution range of 99-149 mg/dl (sol. Lot number v1046, exp.9/98). The control solution was opened 2/20/97. The pt shook it before she applied the sample. With the rep. The pt obtained two back to back normal control solution test results of 155 and 163 mg/dl. Also with the rep., the pt obtained a check strip result of 82 versus a check strip range of 70-96. The desiccant is in the first bottle from the box. The pt has not opened the second bottle from the same box. The pt's meter was set to the appropriate code. The pt stores the test strips in her bedroom.